Event description:
This event was captured based on literature review. It was reported that the procedure was to treat a patient with symptomatic peripheral vascular disease, who underwent a right femoral endarterectomy and profundoplasty. Postoperatively, the patient developed chest pain and inferior st-segment elevation, prompting emergent cardiac catheterization, which revealed a tortuous and calcified right coronary artery (rca) with a distal thrombotic occlusion. There was significant difficulty advancing a guide wire through the occlusion. Ultimately, a pilot 200 guide wire through a non-abbott microcatheter crossed into what appeared to be the distal posterior descending artery. In spite of multiple balloon inflations and aspiration thrombectomy, the rca outflow remained poor. Intravascular ultrasonography demonstrated distal wire position within the subintimal space with compression of the distal true lumen. Multiple attempts to re-enter the distal true lumen were unsuccessful. Left radial artery access was obtained. A guidewire was advanced over a microcatheter through a septal collateral into the posterior descending artery and the distal rca. The guide wire easily crossed the mid-rca occlusion, and was advanced into the antegrade guide catheter and exchanged for a non-abbott wire that was externalized. Multiple stents were successfully deployed in the mid and distal rca, restoring timi 3 flow. The posterior descending was jailed by a stent deployed from the distal rca into the posterolateral vessel and due to prolonged fluoroscopy time, radiation exposure, and contrast administration, no further intervention was performed.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication: (B)(6) 2013 there was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.